Event description:
According to the complainant the device was misdelivering during delivery of total parenteral nutrition (tpn). . No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. General information: complaint: (B)(4). Information to the sample: model: infusomat space. Article number: 8713050. Serial number/batch: (B)(6). Software version: n030004. Hours of operation: 24770. Further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. The last infusions were investigated. During the last infusions, the "drive blocked" alarm could be found several times. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device shows age related signs of wear and tear and was slightly dirty. Loose parts could be heard inside the device. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. It was not possible to check the pressure. The pressure does not build up. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +52,30%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device did not matches the required values and standards. Disassembling: the device was disassembled and the inside was investigated. The plastic clip for the pump frame on the inner frame was broken. The damage is due to an impact damage. Judgment: the complaint could be confirmed. During the investigation, the malfunction could be reproduced. The malfunction occurred because of a damage inside the device. The damage is due to an impact damage.